Event description:
It was reported that the user¿s pump would not turn on after the user ran out of insulin, silenced alerts by shutting the pump down, and left it off for approximately four hours without checking blood glucose or initiating backup insulin therapy; the user planned to charge the device, perform a full supply change, and reconnect. Symptoms included potential hyperglycemia risk due to prolonged interruption of insulin delivery. Outcomes included temporary interruption of therapy without hospitalization. Investigation included complaint intake, device use review, and user troubleshooting and education to charge the pump and replace supplies. Investigation of this case revealed no device alerts or alarms reported during the event and user management of therapy interruption without reverting to alternative insulin delivery, consistent with user-related operational factors rather than a confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related therapy interruption and use error.